Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and improper function was found along with excessive noise; the cause is normal wear. Device was repaired and returned to the customer.

Event description:
It was reported that the device's sleeve and cutting burr locking devices are broken. This is report 1 of 1 for (B)(4).